Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2019 regarding a patient receiving compounded baclofen, hydromorphone, and bupivacaine (doses and concentrations unknown) via an implanted infusion pump. The indication for use was unknown. It was reported that on (B)(6) 2019 the patient reported exacerbated lumbar radicular pain with decreased mobility. During pump refill, a discrepancy was noted. The interrogated reservoir volume (irv) was 8.5ml and the actual reservoir volume (arv) was 13ml. The bolus dose was increased. The plan was to do a catheter access port (cap) dye study. The plan was to schedule a pump replacement as the device was nearing normal battery depletion and was demonstrating decreased accuracy/efficacy. It was further noted that elective replacement indicator (eri) was 15 months. It was indicated that no cap dye study was performed. The even resulted in an unscheduled clinic or office visit and the outcome was unknown. The etiology indicated the event was related to the device/therapy and was not related to the implant procedure. Additional information received from a healthcare provider via a clinical study reported the patient was receiving compounded baclofen (250 mcg at 84.9427 mcg/day) , hydromorphone (5 mg at 1.69885 mg/day), and bupivacaine (15 mg at 5.09656 mg/day). The device was interrogated, on (B)(6) 2019, and the expected reservoir volume was 5.3 ml and the actual reservoir volume was 9 ml. The pump was explanted and replaced on (B)(6) 2019. It was noted the pump would be returned to the manufacture. The clinical diagnosis was decreased therapeutic relief. The issue resolved without sequelae on (B)(6) 2019. The catheter was to be evaluated during pump replacement. It was noted the catheter access port (cap) dye study during replacement revealed normal dye dispersion. The correct serial number was provided. No further complications were reported or anticipated.